Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the system and determined that the carbon bridge had to be replaced. The fse replaced the carbon which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section h6 component code 4756 is for carbon bridge. The beckman coulter identifier is: (B)(4).

Event description:
The customer had questionable patient results with low anion gap (agap) for sodium (na), chloride (cl), potassium (k), and carbon dioxide (co2) on ten (10) patients, involving the dxc 600i clinical chemistry analyzer. The results were repeated and obtained results considered correct by the customer. There was no report of change to treatment, injury, or death associated to this event.